Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is 4.5. Values 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The patient stated that he/she received erroneous results when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the sta neoplastin cl plus method, resulting as 4.14 inr. Within one hour, a sample from the patient was tested on the meter, resulting as 6.7 inr. A sample from the patient was tested in the laboratory using the sta neoplastin cl plus method, resulting as 3.89 inr on (B)(6) 2018. Within one hour, a sample from the patient was tested on the meter, resulting as 5.9 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3 - 4.5 inr. The patient was sent new test strips.